Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified ostium causing the reported failure to advance. The device was then retracted and met resistance with the copilot during removal causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed and heavily calcified lesion in the ostial right coronary artery (rca). A 4.0x23mm xience prime stent delivery system (sds) was advanced; however, the sds failed to cross the lesion due to the calcified ostium. Resistance was noted between the sds and copilot during removal, and the stent dislodged into the copilot bleed back control valve (bbcv). The sds and copilot were removed as a single unit. A new copilot was used, and a 4.0x23mm xience prox stent was ultimately deployed in the ostial rca and post-dilated with a 4.0x12mm balloon. Angiography showed very good results with timi 3 flow and no significant residual stenosis at the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.